Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 04-sep-2025, it was reported that on (B)(6) 2025, a beta bionics ilet user experienced an adverse event of low blood glucose of 67 mg/dl. The user treated with fast-acting carbohydrates and recovered. There was no report of hospitalization or long-term adverse effects associated with this case.